Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that nurses report that they must add additional volume to the programming as all the drugs have not been delivered. This was reported to bd representatives during the site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported of the under infusion of the drugs was not confirmed reviewing the data and no malfunction device were provided for testing. The external and internal inspection could not be performed as the suspect devices were not received for investigation. The facility provided a description of the event issue. The customer reported a failure in the drugs delivery on the pump modules, as fluid always remains in the IV bag at the end of the infusion. This issue may be due to a missing maintenance of device or calibration. The bd team on site reported that vacuum-sealed bags are used to mix medications; they do not add air to the bag and instead remove the air. This can affect the delivery of the medication to the patient, so it is important to have air in the bag to prevent a vacuum from forming inside. Also, the customer reported difficulty infusing from a vial. For this situation it is important to mention that a wet vent will not allow flow like it does when the vent is dry, so when changing vials, be sure to close the vent when spiking a new bottle and refilling the drip chamber as needed so the vent does not get wet. Then open the vent when starting the infusion. No laboratory testing was able to be performed on the reported devices as they were not returned for investigation. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Follow proper infusion set loading instructions and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported that the under infusion of drugs cannot be determined from the provided information and emails. There were no devices returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that nurses report that they must add additional volume to the programming as all the drugs have not been delivered. This was reported to bd representatives during the site visit. There was patient involvement, but the outcome is unknown.